Event description:
It was reported that during a surgical procedure, the bur broke inside the attachment. It was also reported that there were no adverse consequences as a result of this event and there was a 1 minute delay to the procedure. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
New information became available, the part number of the bur was identified as (B)(4).

Event description:
It was reported that during a surgical procedure, the bur broke inside the attachment. It was also reported that there were no adverse consequences as a result of this event and there was a 1 minute delay to the procedure. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The bur and attachment subject to this investigation was not returned for evaluation. If the bur is received, an evaluation will be performed and a follow-up MDR will be submitted. Device not returned.